Event description:
During imaging in the left circumflex, the dragonfly optis catheter would not advance and buckled in the left main causing a dissection. An intra-aortic balloon pump was inserted and patient was to surgery for 3-vessel coronary artery bypass grafting.

Manufacturer narrative:
One dragonfly optis imaging catheter was received for evaluation. The results of the investigation concluded that the catheter had been kinked between the lens and the guidewire exit port. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported positioning issue is consistent with the kink. The cause of the kink is consistent with damage during use.